Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver logs were not downloaded due to perpetual rebooting. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.